Event description:
It was initially reported that during an open lobectomy, the device became not to be activated. The tissue pad was damaged and half was missing. The blade was burned to black. Another device was used to complete the case.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional / updated information: it was reported that during a vats right middle open lobectomy, the device became not to be activated. When the device was cleaned, the half of the tissue pad was detached off from the clamp arm of the device. No pieces were left inside the patient's body. After that, another device was used to complete the case. No error code was displayed while using the device. The blade was burned to black. The device was returned with the tissue pad melted and partially detached. The tip of the blade was received covered with dry body fluids, which caused it to appear to be colored black. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process.